Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2010 due to a fractured implant. Patient underwent a second revision on (B)(6), 2013 due to a fractured taper adapter. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05823 / 05824).